Manufacturer narrative:
Follow-up 4/6/2016: contact reported that customer's bg level was at 360 (mg/dl). Customer has delivered injections and used insulin pens; however, bg levels are declining slowly. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to load a cartridge with new insulin and consult with health care provider to discuss diabetes management. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room after experiencing elevated blood glucose (bg) levels in the 400s (mg/dl) and moderate to large ketones. Customer was treated with intravenous fluids and discharged 4.5 hours later reportedly in "stable" condition but with a bg level of 420 (mg/dl).